Manufacturer narrative:
Alleged failure: the optics have become cloudy after sterilization without any external influence, and the image is blurred and milky. The optics have not been damaged by a shaver or an hf probe. Replacement was available. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the outer lenses needed to be polished. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the optics have become cloudy after sterilization without any external influence, and the image is blurred and milky. The optics have not been damaged by a shaver or an hf probe and the replacement was available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the optics have become cloudy after sterilization without any external influence, and the image is blurred and milky. The optics have not been damaged by a shaver or an hf probe and the replacement was available.